Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient was suspected infection at the ipg site. Patient is treated with oral antibiotics for about 8 weeks. As such surgical intervention was undertaken wherein the ipg was explanted, and the extensions were cut distal to leads.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.